Manufacturer narrative:
The date of the event was reported as "for many months". The potential lot numbers are gr19i11017 and gr19l05017 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) vial-mate adapters broke. It was further reported that the first vial-mate medication bottle broke because the nurse had to push so hard and the second occurred when the glass vial broke while trying to puncture the bottle . This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: a batch review was conducted on the two potential lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.